Manufacturer narrative:
An investigation has been initiated. We are currently waiting for add'l info and the device sample to be returned for eval. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the catheter was placed for dialysis on (B)(6) 2012. Unable to do dialysis. Pt returned to lab on (B)(6) 2012 for replacement catheter. Once out of pt - noted device had a split in the lumen of catheter. No harm to pt except need to return for second procedure and delay in dialysis treatment initially. Pt expired on (B)(6) 2012. Pt had extensive health issues and they do not believe the death is related to the catheter event.